Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. Customer has tried multiple different cables and they don't always work. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.